Event description:
It was reported that, during surgery, drill bit welded to the 1.8/2.4mm double-ended drill guide, and this broke inside the patient. Further information is unknown.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, the photo provided confirms the reported failure. However, without relevant clinical information or the operative report, we are unable to determine the root cause of the reported breakage. Based on the product evaluation age related wear was the likely cause of the reported failure. All the broken pieces appear within the provided image so its presumed that none are left within the subject, but this has not been confirmed. The broken device is non-implantable; therefore, we cannot rule of the possibility of MRI restrictions, local irritation, micro-motion/migration of any possible retained pieces. Since there was no harm alleged to the patient, and the procedure completed with a smith and nephew backup device without delay, no further clinical/medical assessment is warranted at this time. A visual inspection confirmed one end is broken off the 1.8/2.4mm double-ended drill guide and a drill is stuck in the detached end. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.